Event description:
It was reported that this device exhibited premature battery depletion and inappropriate shocks. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.